Event description:
Rptr experiencing illness due to leakage of silicone breast implants. Stated that it may have been induced by abusive ex-spouse. Rptr's dr has not confirmed whether the illness is due to the breast implants but rptr is quite certain that they have made health fail.